Event description:
Caller reported that their pump screen was dark and would not turn on. There was no adverse impact to the customer's blood glucose level. Technical support attempted several troubleshooting steps, but the pump did not activate. Consequently, a replacement pump with updated software was sent to the caller, who was advised to use multiple daily injections as a backup therapy until the new pump arrived. The caller was instructed to deplete the problematic pump's battery and return it to tandem within ten days using a provided return box and pre-paid label to avoid being charged for the device. The caller acknowledged the instructions and requirements.